Event description:
The manufacturer's field service engineer (fse) reported that after replacing the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket, the unit alarmed ventilator inoperative (vent inop) with error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.